Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was not returned for analysis; therefore, an evaluation could not be performed. The reported alarm could not be verified and a cause could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an unspecified number of error messages in the middle of the drain such as 'air in line' alarm occurred during the drain stage on the homechoice (hc). No patient injury or medical intervention was reported as a result of this event. No additional information is available.